Event description:
The customer reported generation of one (1) false low or negative patient result was generated for multiple analytes ise (ion selective electrodes) sodium (na), potassium (k), chloride (cl) and photometric tests aminotransferase (ast), total protein (tp), alkaline phosphatase (alp), bicarbonate (co2), creatinine (cre), blood nitrogen urea (bun), total bilirubin (tbil), and glucose, on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.

Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the au680 clinical chemistry analyzer. To resolve the issue, the customer replaced the sample probe which resolved the issue. No further issues were reported after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).